Manufacturer narrative:
The customer was instructed to immediately shut off the power supply to ovt. Pull out the power plug from the wall main source outlet, disconnect the power cord from the ac power inlet, and contact olympus. The device will not be returned to olympus, due to the customer stating, the issue has been resolved. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. Wipe down the scope connector with an alcohol wipe. However, that did not resolve the issue. The customer confirmed, they tried multiple scopes with the same result. Customer has declined starting an RMA. And said he will call back later for an RMA. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that there was a e333 touch panel error while using the visera elite ii video system center for an unspecified procedure. There was no patient harm associated with the event.

Event description:
The customer stated they are not sure how long the procedure was but it wasn¿t prolonged as they were still able to operate because the error message was on the touch screen only and didn¿t impact the endoscopic image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 (inadvertently left off additional information received from the customer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.